Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that reservoir was loosed of the insulin pump. No harm requiring medical intervention was reported. The customer was assisted with troubleshooting. Customer stated that reservoir unable to lock in place when inserted into insulin pump. The device will be returned for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Unit received with pillowing keypad overlay and scratched case. No damage to retainer ring noted. The p-cap does lock properly.